Event description:
Additional information received reported that the last two appointments with the doctor had been cancelled. The patient was coming back to see the doctor on (B)(6). In the column for explant date on the returned form ¿n/a¿ was written next to the implantable neurostimulator (ins), anchor, and two leads. There was no other information as of 2014-(B)(6).

Manufacturer narrative:
Product ID 3550-39, lot# n334551, implanted: 2012 (B)(6); product type accessory product ID 3 777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that the patient was going to be explanted on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported, the patient¿s implant site was painful. It was noted, the patient wanted the battery to be repositioned. It was reported that impedance testing was performed. It was reported, the pain started three weeks prior to report. It was noted, the impedances were normal.

Event description:
Additional information received reported that the last appointment was cancelled. It was noted there was open-heart surgery last month and could not have another elective procedure for at least six months. There was no other appointment set to see the doctor as of (B)(6) 2014.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. The ins battery had reduced capacity due to overdischarge. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The following conclusion code is no longer applicable to this event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the device was explanted on (B)(6) 2015 and returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.